Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 6.5 years remaining to less than 1 year remaining over the course of approximately six months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 6.5 years remaining to less than 1 year remaining over the course of approximately six months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.